Event description:
It was reported that (1) device was used during a laparoscopic cystectomy. It was reported by the affiliate that the 512x trocar was being used as a camera port during the procedure. At the end of the procedure, it was noticed that the trocar cannula end was broken, when pulling the scope out of the trocar port. The patient had to be opened up (convert to open) to retrieve the broken pieces. Not all of the pieces were retrieved. They were unable to do an MRI, since the trocar is radiolucent.